Event description:
It was reported that during pulmonary mapping procedure, the catheter ring tip was entrapped in the mitral valve chordae tendinae. Medical intervention administered was open heart surgical intervention. The causality of the adverse event was determined to be procedure related. The prognosis of the patient was reported to be in satisfactory condition and fully recovered.

Manufacturer narrative:
The instructions for use states ¿the retrograde approach is contraindicated because of risk of entrapping the lasso 2515 variable circular mapping catheter in the left ventricle or valvular apparatus. The lasso 2515 variable circular mapping catheter is not recommended for use in the ventricles." (B)(4).